Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the lead and the stimulator were reconnected during op on september 13, there are no further actions. Issue not resolved yet, however, no further actions will be taken.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2zafa serial# implanted: (B)(6) 2024 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: va2zafa, ubd: 11-dec-2025, UDI#: (B)(4) g2: country, japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that abnormal impedances. The threshold check after lead placement showed <(><<)>50 ohms during the impedance check after connection to the main unit even though the motor reaction was good. The was not related to the ipg main unit. No cause known. All electrodes responded well during placement; electrode 1, which had a particularly good response, was used for treatment, but impedance test showed <(><<)>50 ohms immediately after, the electrode was wiped clean and reconnected; this time, electrode 0 was >4,000 ohms or greater.